Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that communication with the machine had stopped due to a closed port. A field service engineer tested every port in the room and identified an open port. Pyxis began communicating successfully through the open port. However, if the team wishes to continue using the original pyxis port, it will need to be reopened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline. The station was used in the operation room and there would be a patient that needs to be taken care of soon. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.